Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and excessive char covered the entire surface of the electrode. One hour after ablation was conducted (during rpv gap mapping after completion of lpvi and rpvi), char was found to have adhered to the catheter when the thermocool® smart touch® sf bi-directional navigation catheter in the left atrium (la) was removed due to difficulty in manuplating the octaray. The char was removed with gauze, then they flushed outside the patient's body to confirm that there was no irrigation problem, and the same smart touch sf catheter was used. On 28-npv-2023, additional information was received indicating there were no issues related ton to temperature, impedance, or irrigation. Temperature: around 30, impedance: 100-110o, power: 40w. The ngen generator was in power control mode. Temperature cut off: 50, power cut off: 40w. The patient was anticoagulated with heparin. Heparinized normal saline was used. The patient woke up well from anesthesia, and there were no postoperative findings of thromboembolism. The physician considered the amount of char was excessive and the physician commented the possible risk would not be zero. Possible risks included cerebral infarction and other embolisms. As such, the event was reassessed as an MDR reportable malfunction.

Manufacturer narrative:
On 22-feb-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and excessive char covered the entire surface of the electrode. One hour after ablation was conducted (during rpv gap mapping after completion of lpvi and rpvi), char was found to have adhered to the catheter when the thermocool® smart touch® sf bi-directional navigation catheter in the left atrium (la) was removed due to difficulty in manuplating the octaray. The char was removed with gauze, then they flushed outside the patient's body to confirm that there was no irrigation problem, and the same smart touch sf catheter was used. On 28-nov-2023, additional information was received indicating there were no issues related ton to temperature, impedance, or irrigation. The patient was anticoagulated with heparin. Heparinized normal saline was used. The patient woke up well from anesthesia, and there were no postoperative findings of thromboembolism. The physician considered the amount of char was excessive and the physician commented the possible risk would not be zero. Possible risks included cerebral infarction and other embolisms. As such, the event was reassessed as an MDR reportable malfunction. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection, temperature, impedance, pump, and pressure gauge test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. No char, thrombus or clot residues were observed during the inspection. The temperature and impedance test was performed and the device was found working correctly. No temperature or impedance issues were observed. A pump and pressure gauge test were performed, and the device was irrigating correctly. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendations: if the radiofrequency (rf) generator does not display temperature, verify that the appropriate cable is plugged into the rf generator. Flush the catheter with heparinized saline before insertion into the body. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).